Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Electrocautery damage was noted in several places. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. The lead was found to be electrically continuous. The lead did not pass pressures tests due to the electrocautery damage. No lead anomalies were noted outside of the electrocautery damage caused at explant.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to an unspecified product performance issue. The local area field representative was contacted for additional information, however no further details were available. No adverse patient effects were reported.